Event description:
It was reported that during the implant procedure, the rv lead perforated the pericardium. A small effusion was noted on echo. The procedure was suspended. Patient condition was good after the event.